Manufacturer narrative:
It was reported that this valve was explanted due to insufficiency secondary to degeneration. Structural valve deterioration (svd), or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device has not been returned to manufacturer. Without receipt of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to monitor all events.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately seven (7) years and twelve (12) days, was explanted due severe aortic insufficiency secondary to valvular degeneration. The explanted device was replaced with another bioprosthetic valve. Patient is noted to be in stable condition.